Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was an attempted implant for unknown other/non-product experience. New lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that this left ventricular (lv) lead was surgically abandoned when patient received a cardiac resynchronization therapy pacemaker (crt-p) due to a device upgrade. There were no allegations against the lead. No adverse patient effects were reported.